Manufacturer narrative:
5976 lead implant date: (B)(6) 2005; 6947 lead implant date: (B)(6) 2008; 4194 lead implant date: (B)(6) 2005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to oversensing. The sic (sensing integrity counter) was suddenly high but the rv lead impedances are normal and stable. There is also a small amplitude noise on the right atrial (ra) lead. Atrial and ventricular oversensing was visible during what seems to be electro-magnetic interference (emi) with the cardiac resynchronization therapy defibrillator (crt-d). It was noted that the patient was on holiday with multiple uses of an electric chair. It was decided to reprogram the sensing vector to rvtip-to-rvcoil instead of bipolar and then to monitor for any further episodes of emi. The crt-d remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated emi. Analysis of the device memory indicated a right ventricular lead integrity alert, but the criteria were not met. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.